Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 smartphone operating system: 19.0 smartphone hardware: iphone17.3 cgm sensor type: g6 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient was not receiving insulin due to an app initializing issue. Patient was trying to login to the app and the controller got stuck on 19 out of 29. Symptoms reported include frequent urination, dehydration and leg pain. The patient was taken to the emergency room (ER) and was diagnosed with high blood sugar. Blood work and a metabolic panel was done, ruling out diabetic ketoacidosis. 2 liters of intravenous fluids and insulin was delivered for treatment. Patient was released after 7-8 hours.